Event description:
The customer reported to olympus, during a routine inspection, the camera head had a noisy image. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the camera head had image that was visible, but noise was noted in image, found hit marks, deformation on the cap unit, the coupler was found rusted, noise/lines were displayed on the image, hit and scratch marks were found on the serial number plate, and scratch and rust were found on the metal parts of the charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e1, e2, e3, and g2 were corrected with information that was inadvertently omitted from the initial report. The device history record was unable to be reviewed. Additionally, the manufacturing date is unknown. Based on the results of the investigation, the noisy image was caused by a faulty cable unit. However, the definitive root cause of the faulty cable unit unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.